Event description:
A field applications specialist (an acuson employee) reported that the "heart rate" used by the acuson sequoia ultrasound system appeared to be incorrect for certain cardiac calculations performed during "vcr". A request for further investigation was made. No event was reported.